Event description:
Rapid response called to cardiovascular and interventional radiology for pt having a seizure. When applying the zoll pads, the posterior pad become separated from the backing and was not able to adhere to the patient. A new set of pads was quickly removed from the code cart and applied to pt. No pt harm and pt never had a cardiac arrest.